Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of zct450 19.5 diopter intraocular lens (iol) into the right eye of a female patient, the patient experienced visual disturbance. Patient underwent explant of the lens and one corneal suture was required. The replacement lens is a model zct400 19.0 diopter. The patient is very satisfied with her visual acuity after the iol exchange.